Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were less responded and had to pressed multiple times. Customer stated that screen had scratches and rainbow effect. Customer was also reported that grinding noise from piston during priming and insulin squirting from cannula. No harm requiring medical intervention was reported. The device will not be returned for analysis.